Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2021. On (B)(6) 2023, the stent was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, it was noted that the stent was difficult to remove due to tissue ingrowth and overgrowth. Eventually, the stent was removed with rat-tooth forceps and a 10x80 wallflex biliary stent was placed for a suspected bile duct injury. Additional information received on september 18, 2023: the stent was implanted in the distal common bile duct to treat an approximately 2cm malignant stricture. The patient's anatomy was not tortuous. The tissue ingrowth and overgrowth were confirmed endoscopically. However, the "suspected bile duct injury" was not confirmed.

Manufacturer narrative:
Blocks b5, d7a, h6 (patient codes), and h8 have been updated with additional information received on september 18, 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a22 captures the reportable event of stent overgrowth.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e2401 captures the reportable event of a suspected bile duct injury. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a22 captures the reportable event of stent overgrowth.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted to treat a malignant stricture during a stent placement procedure performed on (B)(6), 2021. On (B)(6), 2023, the stent was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the procedure, it was noted that the stent was difficult to remove due to tissue ingrowth and overgrowth. Eventually, the stent was removed with rat-tooth forceps and a 10x80 wallflex biliary stent was placed for a suspected bile duct injury. Note: no further information has been obtained despite good faith efforts.